Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six devices were received for evaluation. Six events were duplicated during testing. Four devices were found to have internal corrosion. Two devices were found to have compromised lubrication. One device is available for evaluation but has not yet been evaluated. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device overheated. Seven reported events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was received for evaluation. 1 event was duplicated during testing. 1 device was found to have internal corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 7 malfunction events in which the device overheated. 7 reported events had no patient involvement; no patient impact.